Event description:
Customer called to report that they dropped the pump about four feet onto the tile. It stated that the driver arms were bent; the reservoir door did not shut and was not secure. Troubleshooting was performed. Pump tested ok and the insulin exited.